Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section d9: correction. Device was not returned to manufacturer. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed elevated power and flows; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported that the patient was having intermittent mild power elevations. It was noted that the patient was on an ungrounded cable and wanted to confirm that the power rises were not associated with the cable. The submitted log file contained data from 20jul2020 through 10aug2020. Intermittent power and flow elevations were observed on 24jul2020, 06aug2020, 07aug2020, 08aug2020 and 09aug2020. It was noted that the majority of the power and flow elevations were observed during pulsatility index (pi) events. The pump appeared to be functioning as intended, staying above the low speed limit for the duration of the file. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-18330. The relevant sections of the device history records for vad-18330 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16sep2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having intermittent mild power elevations. The patient is on an ungrounded cable and the vad team wanted confirmation that the power rises were not associated with the cable. A log file review was requested. It was noted that the patient had 1 low speed operation on (B)(6) 2020. The patient also had 1 unsustained power/flow elevations on (B)(6) 2020. Technical services stated that in the absence of patient symptoms these are usually not concerning. It was noted that increased flows well above the normal perimeters associated with drop in the average pi readings. Technical services stated that this could be caused by something building up on the rotor or something passing through the pump. The power elevations are not related to the use of the no ground patient cable. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.